Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the internal bumper that is attached to the catheter moved from the patient's stomach to the outside of the stomach wall. Observing the patient's skin swelling, the catheter and internal bumper were removed from the patient. The internal bumper did not migrate inside the stomach. No patient injury reported.